Event description:
It was reported to philips by a customer that the unit went into alarm, blower temperature failure. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated unit blower temperature was high. The biomed already verified the code 1122 is in the significate log. Since the unit is under a service contract, biomed has requested onsite service. The field service engineer (fse) replaced the blower and motor control pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Manufacturer narrative:
A motor controller (mc) pca was returned for analysis. Visual inspection of the returned board was performed. No notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found on the returned mc board.